Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette used during pd treatment. The patient cancelled treatment due to the leak and completed treatment with continuous ambulatory peritoneal dialysis. The patient confirmed that there was no fluid in the cassette door on the cycler. During follow up the pdrn confirmed that the patient was given prophylactic medication, cephalexin, 1 g, one time, intraperitoneally. The pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.